Event description:
It was reported that during the operation, the drill bit snapped. The unretrieved part of the drill bit was left in the femur, however, the surgeon had no concerns regarding this.

Manufacturer narrative:
Tests carried out to replicate failure indicated that bending/prying of part causes this failure.